Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the level sensor of the sorin s5 system gave a false alarm and stopped the pump during a procedure. There was no patient impact. Through follow-up communication with the customer, it has been confirmed that the issue was caused by an operator error. The customer also confirmed that there was no patient impact as a result of this issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. User error; device return not necessary.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the level sensor of the sorin s5 system gave a false alarm and stopped the pump during a procedure. The patient outcome has not been provided by the customer. A sorin group field service representative spoke with the perfusionist and confirmed the issue to be a user error. The user was unfamiliar with the sorin s5 system, as it was being used before in-service training had been provided. The level alarm was set to stop the pump and the user did not know how to override the alarm. The unit was working as expected. Multiple attempts have been made to gather more information regarding patient impact, however these attempts have not been successful. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the level sensor of the sorin s5 system gave a false alarm and stopped the pump during a procedure. The patient outcome has not been provided by the customer.